Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent (lot # 18345859) had been implanted during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(4) clinical trial. The wallflex biliary rx uncovered stent (lot # 18345859) was implanted treat a previously placed wallflex biliary rx uncovered stent (lot #18263485) that had become occluded with tissue ingrowth (captured by manufacturer report # 3005099803-2016-00137). On (B)(6) 2016, the physician confirmed during an ercp that the wallflex biliary rx uncovered stent (lot # 18345859) had become occluded due to tissue ingrowth. The patient underwent a biliary reintervention for the management of biliary obstructive symptoms on (B)(6) 2016 and was treated as an outpatient. A 10mm x 80mm wallflex biliary rx uncovered stent (lot # 18265485) was implanted within the indwelling wallflex biliary rx uncovered stent (lot # 18345859) and the procedure was completed. There were no patient complications reported as a result of this event.